Manufacturer narrative:
(B)(4). Product not yet returned for eval.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found. Most likely undelying root cause of malfunction user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 80 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 2:06am) with results of 102 mg/dl and 87 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 04/30/2017 and open vial date is not verified. Recall test results performed non-fasting from meter memory: memory 1:85mg/dl (B)(6) 2015 09:47pm. Memory 2:66mg/dl (B)(6) 2015 09:28pm. Memory 3:34mg/dl (B)(6) 2015 09:23pm . Memory 4:103mg/dl (B)(6) 2015 06:27pm. Memory 5:97mg/dl (B)(6) 2015 04:02pm . Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected blood glucose results range from 80 to 120 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call non-fasting ((B)(6) 2015; 2:06 am) with results of 102 mg/dl and 87 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 4/30/2017 and open vial date is not verified. Recall test results performed non-fasting from meter memory. Adverse event not reported.